Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that alert code ¿106¿ occurred after the catheter was plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported alert code 106 is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 15-oct-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned for evaluation. Johnson & johnson medtech conducted a visual inspection and screening test of the returned device. Visual analysis revealed reddish material and a hole on the surface of the pebax. A screening test was performed, and the device was recognized and visualized correctly; however, error 106 appeared on the system due to an open circuit on the tip area but, the potential cause cannot be determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The complaint was confirmed due to the open circuit observed. The damage on the pebax is not related to the reported complaint. The instructions for use (IFU) in carto 3 system contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An escalation investigation was addressed to investigate the force error 106. E1. Initial reporter phone: (B)(6). Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in pebax identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported error 106. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).